Manufacturer narrative:
At the time of this report no add'l info was available. Investigation pending.

Event description:
On (B)(6) 2012, mako surgical was made aware that a pt had a post-operative infection after having a makoplasty unicondylar knee replacement. The surgeon elected to perform an incision and drainage procedure (known as an I&d). The pt info or original procedure date is unk at the time of this report.